Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator ran out of therapy fluid just before the end of a routine hemodialysis treatment. Complete rinseback could not be performed due to air in the line, resulting in an estimated blood loss of 45cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback as directed in the user's guide. The user's guide instructs the operator to ensure enough therapy fluid is available prior to starting treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding manual rinseback procedure. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.